Event description:
It was reported to boston scientific corporation that graspit urological grasping forceps were used in a "ureter stones" procedure performed on (B)(6) 2010. According to the complainant, the "wire broke" inside the patient's urethra. It is unknown which wire broke. A stone was in the device when the problem occurred, however, it was released prior to removing the device from the patient. A second basket was opened to "assist in removal of the first." There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be "stable." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
The investigation found the grasper jaws had detached from the base cannula, mandrel, and coil. Glue residue was observed in the base cannula, indicating the gluing process step was performed during manufacturing. There were also numerous kinks in the outer sheath, and the drive wire was kinked on the proximal end of the base cannula. There is not enough information or evidence available to indicate a root cause or a probable root cause for this complaint. Therefore, the most probable root cause for this complaint is undeterminable.

Event description:
According to the complainant, the "wire broke" inside the patient's urethra. It is unknown which wire broke, if it detached from the device, and approximately how much of the wire "broke." A stone was in the device when the problem occurred, however it was released prior to removing the device from the patient. A second graspit urological grasping forceps was opened to "assist in removal of the first."

Manufacturer narrative:
(B)(6). The device has been received, but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
According to the complainant, the "wire broke" inside the patient's urethra. It is unknown which wire broke, if it detached from the device, and approximately how much of the wire "broke." A stone was in the device when the problem occurred, however it was released prior to removing the device from the patient. A second graspit urological grasping forceps was opened to "assist in removal of the first."

Manufacturer narrative:
Additional information received indicates it is unknown which wire broke, if it detached from the device, and approximately how much of the wire "broke." However, it was confirmed that the second device used to "assist in removal of the first" was a graspit urological grasping forcep.